Manufacturer narrative:
The pcb00 unit was returned to the manufacturer for evaluation in its original package. Scarce amounts of viscoelastic solution on cartridge indicated that the unit was handled and prepared for surgical use. The lens was observed stuck in the cartridge tip area and the plunger and pushrod were advanced in the preloaded insertion system. No assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process. The complaint for unfolding issue could not be verified. However, since the lens was observed stuck in cartridge, the complaint for stuck in cartridge was verified. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) for this complaint and/or similar issues. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was an unfolding issues and the lens would not emerge or advance out of the inserter when the surgeon twisted the injector. The lens was removed and replaced with a new preloaded insertion system during the same procedure. Reportedly, no incision enlargement or suture was used. There was no patient injury reported.